Manufacturer narrative:
Internal report # (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The nurse, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 354mg/dl. The customer's expected fasting blood glucose test result range is 170 to 281mg/dl. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is 09/22/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 222mg/dl (B)(6) 2016 06:02 pm fasting: no, the 393mg/dl (B)(6) 2016 07:06 pm fasting: no, the 201mg/dl (B)(6) 2016 10:39 am fasting: yes, the 283mg/dl (B)(6) 2016 07:30 pm fasting: yes, the 182mg/dl (B)(6) 2016 10:30 am fasting: yes. Memory concern:all results. Nurse states the customer was not available at the time of call and could not run the back to back blood test.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The nurse, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 354 mg/dl. The customer's expected fasting blood glucose test result range is 170 to 281 mg/dl. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concern: all results. Nurse states the customer was not available at the time of call and could not run the back to back blood test.